Event description:
It was learned from one customer site of an occurrence where the data displayed did not match the actual patient data when the case was recalled in the anesthesia care record (acr) as the displayed data included data from another case. There were no adverse events or patient injuries resultant from the reported alleged malfunction.

Manufacturer narrative:
Although the company was not able to duplicate the alleged problem, further investigation and analysis through simulated testing determined that the malfunction is likely the result of abnormal latency delays experienced due to the customer's delayed workstation and network connectively during patient case data updates. It was determined that the user opened a new patient case record on the same workstation before the prior record update was completed, thereby resulting in the newly opened case displaying information from the previous patient case being updated. The analysis and testing determined that the alleged event is isolated and unlikely to occur with any potential patient injury to be remote, if not improbable. As a precautionary measure, the company is advising all customers potentially affected by the malfunction and will provide a mitigative software update.